Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe generator was not functioning. The user had attempted to resolve the issue by power cycling both the system and the erbe, but the problem persisted. The user had switched to using a backup electrosurgical unit (esu) to continue operations. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The issue was not confirmed in the system event logs. Upon visual inspection, an issue was identified that may be related to the reported event. During functional testing, the unit displayed error c-34 upon setup, and the erbe internal logs revealed additional error c-00. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.